Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v526911, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care professional of the clinical study reported the patient had a loss of therapeutic efficacy and stimulation. Intervention involved replacing the lead and stimulator. The etiology was due to the lead. The event was considered resolved without sequelae. Patient indication for use is overactive bladder.